Event description:
It was reported that the patient's device turned off by itself frequently; "obviated" the magnetic field interference and "operation mistake." Three days later it was reported that a programming adjustment was attempted, but not effective. The device was explanted and replaced. The patient appeared "normal" and received effective therapy after the replacement surgery.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the ins was received with the battery at an eol condition. Because of the very low battery condition the ins would por (power on reset) whenever there was a load across the output and the output was turned on, causing the output to turn off and reset the parameters. Destructive analysis found there was high current drain from the hybrid circuit when the ins was set to unipolar mode. The high current drain is due to current leakage in a transistor located in the case switch circuitry of the l180 ic. This condition caused a premature depletion of the battery and thus turned off by itself due to por's occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.